Event description:
It was reported that the patient had fallen and was lacking good coverage. Another lead was added and the stimulator was replaced. Additional information regarding this event was requested from the physician, but was not received. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37714 lot# serial# (B)(4) implanted:(B)(6) 2012, (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2007, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).